Event description:
In this case, it was reported that the device was explanted at implant due to paravalvular leak. Based on the operative report, a 23mm edwards magna valve(subject) was chosen and seated. The tissue under the left main had some flat calcifications, which were debrided. There was some difficulty in passing the valve through the aorta secondary to some aortic calcifications. Eventually the valve was seated and sutures were tied down. The patient was then weaned off of cardiopulmonary bypass without difficulty. On viewing the transesophageal echocardiogram, there appeared to be some paravalvular leak. It was therefore decided to place the patient back on cardiopulmonary bypass. The valve was explored and there appeared to be some leak at the level of the noncoronary cusp. An attempt was made to repair this with pledgeted sutures, however it became difficult and it was decided to remove the valve and replace it once again. The valve was subject valve was excised and another 23mm edward valve was seated and sutures were tied down. The patient was gradually weaned off of cardiopulmonary bypass without difficulty. The transesophageal echocardiogram did not show any further leak and good function of the valve. The patient tolerated the procedure well and was transferred to the ICU in stable condition.

Manufacturer narrative:
Device not returned. Unfortunately, the sample device was not returned. Therefore, the root cause of this event could not be conclusively determined. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. In this case per the operative report, "there was some difficulty in passing the valve through the aorta secondary to some aortic calcifications." No further actions are possible with the available information.